Event description:
It was reported that it's not working. Caller mentioned that the button at the top of the controller is just staying down when you press it down and it does not feel the same and they noticed it yesterday. Caller also stated that they are not getting any relief from the device. Caller stated they only get 30% pain relief and when they lay down they were electrified from their waist down to their both legs. Caller mentioned they had their settings adjusted before. Caller added that if they turn the stimulator off at night, it will last them 3 days and then they have to charge it again and they are also having problem finding the correct spot to get an excellent quality ittook them 10 times adjusting. Caller added that their recharging is ripping apart and could be the cause that they are having problem finding the right spot. Caller also mentioned that they have been on hydrocodone since 2005 and it has eaten away at their brain. Agent redirected caller to their healthcare provider to further address the issue. The issue was not resolved. A request was sent to repair for controller and belt replacement. Caller also mentioned recharger has been replaced before see previous case. The patient mentioned unrelated medical history. This included caller mentioned they used to be almost 300 pounds and they have lost 42 pounds. Caller noted they have an appointment with their primary care healthcare provider on may 2nd. Caller commented they have had more issues with the medtronic device than it's worth and they are to the point where they want to set up an appointment to have the device taken out.

Manufacturer narrative:
Product ID: 97745, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.